Manufacturer narrative:
Age, weight, ethnicity: information unknown/not provided. Date of event: (B)(6) 2020 (the date article was published). Catalog number: a complete catalog number is unknown, as the serial number was not provided. Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: unknown, as the serial number was not provided. If implanted; give date: unknown/not provided. If explanted; give date: unknown/not provided. Telephone number: (B)(6). The device has been discarded and not available for analysis. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. Riaz, k.m., williams, b., farooq, a., & kloek, c. (2020). Surgical curriculum for presbyopia-correcting intraocular lenses: resident experiences and surgical outcomes. Clinical ophthalmology 14(1), pp. 2441-2451. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on literature review. Article: surgical curriculum for presbyopia-correcting intraocular lenses: resident experiences and surgical outcomes. A retrospective study was done to describe a stepwise surgical curriculum that was implemented to teach novice surgeons about currently available advanced technology intraocular lenses (atiols) for correction of presbyopia and to report the experiences and surgical results of atiol surgery performed by residents who engaged in the curriculum. A total of 100 eyes from 72 patients were included in the study. Atiols implanted were (sn6ad1 and sv25t0) (n=6), (zkboo, zlboo and zmboo models) (n=38), symfony zxroo (n=19), ao1uv (n=14), (sv25tx and snd1tx) (n=7), symfony zxtxxx (n=7), and trulign bl1ut (n=9). There were six patients (4.9%) that were excluded due to various intraoperative complications. These patients were successfully managed by the attending surgeon completing the surgery as the primary surgeon; none of these six patients required additional surgical procedures or experienced vision loss postoperatively. One patient with a toric atiol (included in final analysis) required a return to the operating room due to postoperative rotation of the atiol. The atiol was rotated successfully without any further complications. One patient reported intractable glare and haloes persisting six months after surgery requiring removal of the atiol and placement of a monofocal iol (not included in final analysis). This patient experienced no further complications. It is not clear if these complications occurred in the eyes implanted with j&j devices or the other product. Through follow-up, it was learned the study data was destroyed and no further information is available. It was mentioned that the surgeon did not recall vividly if any of the j&j iols had to be removed. No other information was provided. An attempt has been made to obtain missing information; however, the surgeon did not have the information. This report is 1 of 5. A separate report is being submitted for each device.